Event description:
It was reported that the customer had a broken belt clip slot and many scratches on the display window of the insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked display window corners, cracked reservoir tube lip and a broken belt clip slot.